Event description:
The caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The impact on the customer's blood glucose level was unknown as the caller declined to provide specific information. Tandem's technical support educated the caller on filling procedures and attempted additional troubleshooting but eventually escalated the issue to management. The caller received a replacement pump because they did not feel safe using the current one. They were guided through the process of putting the pump into storage mode and agreed to return it using a pre-paid label within 10 days. The caller opted for mdi as a backup therapy to ensure insulin delivery was not interrupted.